Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The guidewire was returned to the manufacturer with the associated left ventricular (lv) lead due to the inability to remove the wire from the lead after placement during the implant procedure. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.